Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 53 year old female for cardiac arrest support. Impella cp was prepped in standard fashion using dextrose solution. Cp was back loaded and placed into mid left ventricle space under fluoro. Wire was removed and impella started into auto mode with flows of 3.6 to 3.7 liters per minute noted. Peel away sheath removed and repo sheath advanced, forward tension sutures applied and angle matched with dressing cardiac distress inventory. Cardiothoracic surgeon consulted for venoarterial extracorporeal membrane oxygenation, eventually sats improved so extracorporeal membrane oxygenation deferred with low threshold for initiating. Low pulsatility noted and high body surface area with henodynamics beginning to fall so conversation about escalation was had, dr phadke and el ashry agree she will probably need 5.5 support. Transferred to unit in stable condition.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.